Manufacturer narrative:
Based on a log files analysis it was confirmed that both reported communication errors were caused by the occurrence of a software bug.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Two communication failures occurred, while no force was applied to robot arm. Both shutdowns occurred while surgeon was cauterizing dura with a bovie device. Cst re-initialized system after both shutdowns, and recommended using a new bovie for the remainder of the case. No further shutdowns occurred.